Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. This is related to the user facility report received by masimo. See user facility reference no. (B)(4).

Event description:
Customer reported "a nurse was repositioning the pulse ox from the foot to the hand when she noticed a reddened area that looked like a burn (1st degree--redness) on the foot. She put the pulse ox on the hand & monitored the site. Approximately 3 hours later, she assessed the foot & noted it was still reddened. A wound note was documented & filed. What was the original intended procedure? To reposition the pulse ox to a different site on the patient. Device usage problem: other."